Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03245. The patient reported he is experiencing heating/burning at his scs ipg pocket sit while using system stimulation. The patient also reported his scs ipg pocket site is "sensitive to the touch". Follow-up identified the patient has also been experiencing pain at his scs ipg pocket site since implantation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.